Manufacturer narrative:
E1- initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the power supply went off for the subject device and the image blacked out. The issue occurred during a therapeutic procedure while the device was inside the patient. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: the issue occurred during a therapeutic laparoscopic colorectal surgery and the procedure was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, d9, h2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.